Event description:
It was reported to philips that the system's monitor was unable to display the live image. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary angiographies planned treatment procedure was performed when the issue happened. The planned treatment was completed by restarting the system. A philips field service engineer (fse) inspected the system onsite and confirmed that reported problem. Upon troubleshooting, fse suspected a faulty power supply was causing the display issue. To resolve the issue, fse switched the dvi power supply on the mcs to the monitor's 5v power supply. After the repairs were completed, the system was confirmed to be operating normally. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If a loss of live image occurs during a procedure, a warm/fast restart or a cold restart may be performed to resolve the issue. By using these mitigations provided by the design of the device, the image loss issue may resolve, allowing for continuation and completion of the procedure. A loss of live image that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. Philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.